Event description:
On 06/30/2025, a sales representative reported via email that an ar-4030c-08 fastthread biocomposite interference screw broke in half during insertion. All pieces of the broken screw were retrieved and the case was completed by utilizing a replacement ar-4030c-08 fastthread biocomposite interference screw. No adverse effects on the patient or procedure were reported. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/09/2025: the issue occurred during an mpfl procedure on (B)(6) 2025. No case delay or added anesthesia was administered because a replacement device was available.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.